Manufacturer narrative:
Additional information was recieved on 7/2/2015. The original suspect device was the catheter. However, another volume issue was observed and the catheter was previously determined to be patent. Therefore, the pump is now the suspect device. These sections were updated to provide pump details.(B)(4)

Event description:
During the next follow-up appointment, the patient returned to the clinic reporting to be receiving no therapeutic relief. The pump was examined and a reservoir volume higher than expected in the pump was observed.

Manufacturer narrative:
Device evaluation: the returned pump was subjected to external and internal examinations, as well as, functional, flow, and electronics testing. The evaluation determined that a component was not operating normally. Based on the investigation, the reported event was confirmed. (B)(4).

Event description:
It was reported that the pt began to experience lack of pain relief. A catheter access port (cap) procedure was performed and ensured that the catheter was patent. After the cap procedure, the daily dose was increased and the pt was sent home. On (B)(6) 2015, the pt returned to the clinic and was still experiencing lack of pain relief. A reservoir volume higher than expected in the pump was observed. During a follow-up appointment on (B)(6) 2015, the pt reported to be feeling much better and resumed pump therapy. The physician reported that the volume issue was likely related to human error.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, it was reported that the patient has not returned for a refill and the pump therapy was discontinued as the patient continued to experience lack of pain relief. It was determined that the pump will not be explanted and the patient was placed on oral medication.

Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. Internal complaint number: (B)(4).

Event description:
On (B)(6) 2016, it was reported that the pump was explanted and returned for evaluation. The explant date is unknown at this time.

Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, a supplemental report will be filed.(B)(4).

Event description:
The pump explant was performed on (B)(6) 2016 and there have been no additional issues reported.

Manufacturer narrative:
(B)(4).